Event description:
The facility representative contacted a technical service representative to report an infuso.r. With "also the linear rate is off ". This event occurred during biomed testing in biomed service. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation:the condition of an infuso.r. With a "also the linear rate is off " issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined. No repairs were made in order to fix the reported condition due to estimate refusal by customer.additional information:a device history review was performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.